Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the manufacturer's representative (rep) interrogated the patient¿s implantable neurostimulator (ins) on the date of report she had to clear a power on reset (por). The error code was 0008. The rep planned to reinterrogate and clear the por or schedule the patient to run a physician mode recharge (pmr) if the battery was in overdischarge. The rep noted it was related to the patient being in overdischarge. The rep stated that the stimulation had not be used or ¿worked¿ for two years. However, the patient had been charging every week. The rep had no information regarding the overdischarge. The rep was notified on the date of report. The caller stated that the rep she worked with told her that the appointment was a normal programming session. The caller was filling in for a different rep, though the patient¿s ins was currently up and running. The clinician programmer screen just needed to be reset. It was unknown how the patient was doing as they had been unresponsive to the rep¿s voicemails. No further information on the overdischarge could be provided.

Event description:
Additional information received reported that the patient was charging more than expected. The patient had a very frequent recharge interval. The battery was running dead by the end of the day and would cut off, even if it was 100% charged at the start of the day. When recharging from 0%, it only took ten minutes to charge up to 50%, and then another one hour to go fully charged. This had been going on for three months. One hour was the average recharge interval. Recharge stats were as follows: 1/8, 1.7, 100%; 1/6, 1.2, 75%; 1/4, 1.5, 100%; 1/1, 1.8, 100%. The patient averaged eight bars of coupling. It used to take four hours. The patient did have a time when the battery went into overdischarge, and the frequent recharge interval had happened since the overdischarge. The patient had only one incident. However, the overdischarge event was close to eight months to a year. The electrode impedances were all normal with no shorts. The patient had a paddle lead. One program: 450 micro seconds, 5.5v, 60hz, four negatives, and two positives. Group impedance: b1: 309 ohms, 16.853ma. The calculation was four day interval. The manufacturer's representative attempted to reprogram to use less electrodes. However, this did not prove to be an acceptable solution. The patient was an electrician and understood that the prolonged overdischarged state caused his battery life to shorten significantly. The patient¿s plan was to maintain the system by charging daily until he had enough vacation time to have the battery replaced. The plan was discussed with the doctor and the doctor was in agreement with the plan. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).